Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, there are oversensing in the ventricular during the replacement of the ICD. This oversensing did not exist with the previous ICD (biotronik brand). Leads are both from biotronik (solia+protego). Dr (B)(6) wants to know if it can happen because of the lvad or if it's our ICD which is oversensing signals.

Manufacturer narrative:
The review of provided data confirmed the reported issue: during the implantation procedure of the subject device, there was ventricular oversensing that is most probably due to the lvad. Based on the provided data, the programming of the ventricular sensitivity to 0,6mv at the end of the implantation procedure has solved the reported issue. During the implantation, at 0,4mv ventricular sensitivity, there was ventricular oversensing, whereas, it had been reported that at 0,6mv ventricular sensitivity, there was no ventricular oversensing. The ventricular sensitivity was set to 0,6mv at the end of the procedure. The remote monitoring report from (B)(6) 2024 shows normal electrical measurements and sixty (60) ventricular waves have been detected in the sensing histograms in the vf zone and are most probably the ventricular oversensing waves seen during the implantation procedure. There is no atrial oversensing. The remote monitoring report from (B)(6) 2025 shows normal electrical measurements, very few r-waves have been detected in vf zone (16) and all are higher than 3mv. No ventricular oversensing is therefore detected. The atrial sensing is normal. No episode has been recorded since (B)(6) 2024. The programming of the rv sensitivity at 0,6mv looks good to avoid ventricular oversensing from the lvad. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there are oversensing in the ventricular during the replacement of the ICD. This oversensing did not exist with the previous ICD (biotronik brand). Leads are both from biotronik (solia+protego). Dr (B)(6) wants to know if it can happen because of the lvad or if it's our ICD which is oversensing signals.